Event description:
As the doctor began to introduce the device, the catheter did not move forward. He then pulled back on the catheter causing the catheter tip to shear. Surgical intervention was initiated to successfully retrieve the catheter fragment.